Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, an accidental puncture was made into the aorta during transseptal puncture procedure. The reporter stated that the acunav catheter was in the heart and the image was being utilized during transseptal access to the left atrium from the right atrium. The doctor was not reading the image correctly. The physician went from one atrium in the chamber of the heart into the aorta. Contrast medium was loaded into the patient while they were in the aorta to confirm. The sheath was left in place. The caller reported that the medical intervention provided was open heart surgery. The patient was reported to be in stable condition. No additional information was provided. At this time, the injury appears to be related to user error and not a device malfunction. The customer has not responded to our inquiries for further details. Should further information become available, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).